Event description:
Boston scientific received information that this patient had died in (B)(6) 2014. Boston scientific had been notified of the scheduled extraction of this patient's system due to endocarditis by a competitor local representative. At the time of the call to boston scientific's technical services in (B)(6) 2014, the patient active system consisted of a non-boston scientific's device and lead system. The patient's device history did not include a guidant or boston scientific device. The patient's lead history included a boston scientific model#0074 defibrillation lead, a model#6836 adaptor and model#0041 defibrillation epicardial patch. All of the boston scientific implanted products had been taken out-of-service in 1999. It is unknown if the active non-boston scientific products were explanted prior to the patient's death in (B)(6) 2014.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection with endocarditis. There were no additional adverse effects reported. Attempts were made to obtain additional information however was unsuccessful. All available information suggests that the product remains implanted as there was no enough evidence that the product was explanted.